Manufacturer narrative:
The device was returned for evaluation. Functional testing could not be completed due an error alarm occurring (error 1822). Internal examination of the device showed fluid damage and corrosion on the microprocessor board.

Event description:
It was reported that the device gave an alarm with no message on the screen. Reporter stated that blood back up had occurred into attached tubing. No adverse effects to patient reported.